Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery fully depleted. The contact stated they are not sure if depletion was due to customer not charging the pump or if the pump battery was depleting too quickly. Reportedly the customer received a very low battery alarm. Subsequently, the customer was hospitalized due to elevated blood glucose (bg) levels 484 (mg/dl). The customer received insulin intravenously while in the hospital and was released two days later. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.